Manufacturer narrative:
Pump was received with pump error 53 alarm noted in the pump history file and critical pump error (open book image) alarm during testing due to software error. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had threading in battery compartment was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.